Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on (B)(6) 2022 that the patient programmer (pp) showed the ins at 100%, and the recharger showed 75%. The patient re presentative said no change in therapy. The circumstances that led to the reported issue were asked but unknown. They said that if the patient spent a couple of extra minutes charging the ins, they would see the 'sufficient charge' screen. Patient services (pss) emailed a picture of the complete charge screen, recommended the patient charge to this level, and reviewed again that a 25% difference in charge level doesn't necessarily indicate an issue with equipment (again, the equipment was functioning like usual on call). The patient representative mentioned new information on 2022-oct-11 that last week "or the week before," the patient programmer (pp) showed the therapy was turned off, and they didn't know how this happened. They said the patient's hand was moving, which caused them to check and see that the therapy was off. Pss reviewed information about the pp. The therapy was on and okay during the call. The pt rep requested the pp to be replaced due to the events mentioned above and the fact that the implant was over 6 years old.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the cause of therapy turning off wasn¿t determined. According to the consumer it was not ¿off,¿ (although it did happen one day), the battery was staying at 100%. The consumer stated the replacement programmer resolved the reported issues.